Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 03/04/2015. The fse found a pinhole in diluent dispensing tubing at the rinse block. The fse replaced the tubing and the instrument ran without leaks. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported a fluid leak of approximately one half cup (0.5 c.) From a coulter act diff 2 analyzer during startup. The leak was not contained within the instrument and no error messages were reported by the customer at the time of the event. The customer was wearing personal protective equipment consisting of a laboratory coat, goggles, and gloves at the time of the event. There was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.